Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, one of the prograsp forceps instrument's wires popped open while instrument was in use. At the time of this report, it is unknown how the procedure was completed. There was no injury to the patient. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: one of the instrument's wires popped open while instrument was in use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.